Manufacturer narrative:
The user facility's biomedical engineer troubleshot the blank screen and could not duplicate the reported complaint at that time.

Event description:
It was reported that during cardiopulmonary bypass (cpb) the centrifugal control unit (ccu) display was blank. As mitigation the central control monitor (ccm) local controls were used as the centrifugal drive motor continued to run. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Event description:
Per clinical review: on (B)(6) 2022, the team experienced a problem with their heart lung machine (hlm) while on cardiopulmonary bypass (cpb) whereby the centrifugal control unit (ccu) display went blank. However, the clinician used the central control monitor (ccm) controls to finish the case, which was completed successfully with no delay, no blood loss, and no change-out.

Manufacturer narrative:
The reported complaint was confirmed by the information provided in the clinical review. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.